Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the worn expulsor. The expulsor and valves are being replaced.

Event description:
It was reported that there was a low flow rate. There was no patient involvement.